Event description:
Patient had urinary catheter placed in the morning. Approximately four hours later, rn identified that the foley bag was leaking urine onto the floor. A small slit opening was found on the back of the catheter bag. Bag and tubing needed to be changed.what was the original intended procedure?catheter insertion.device #1is this a laboratory device or laboratory test?no.